Event description:
It was reported that there was high impedance greater than 2000 ohms, noise, and oversensing. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): distal conductor fractured, there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation was breached (clavicle-rib crush), the outer insulation was kinked/buckled, the outer insulation had a cosmetic depression, the outer insulation was breached and had a depression, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism and the lead was stretched; full lead returned and analyzed.